Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the reservoir contained an air bubble after the infusion set had fallen out of the body. She was able to prime out the air bubbles. She did not recall the blood glucose reading. The reservoir was not returned for analysis.